Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lateral anterior descending artery lesion. A 2.75x38mm xience skypoint drug eluding stent was implanted. The stent was post dilated with a 3.0x12mm balloon and a 3.25x15mm balloon; however, it was noted that the stent had elongated. The stent was still used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.